Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v565870, implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient¿s battery from 2010 was reaching depletion and needed replacement. The patient had a lead replacement due to impedances noted in office prior to the battery replacement scheduled. It was unknown which electrodes had impedances. There were no known environmental or external factors. The rep stated the troubleshooting performed was unknown, they didn't know if re -programming or any other troubleshooting occurred. The issue was resolved at the time of the report. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the medical assistant at the office stated that electrode 3 had an impedance but they weren't sure if it was high or low. It was noted that the cause of the impedance issue was unknown. No further patient complications are anticipated or expected as a result of this event.